Event description:
It was reported that the caller experienced a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support, who provided complete pump reset information and guided them through the reset process. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.